Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced insufficient blood flow. The following information was provided by the initial reporter. The customer stated: it was reported by the distributor on behalf on the customer that the tubes are drawing air and not drawing blood thus resulting in draw volume issue. Call activity comment: customer problem: distributor, on behalf of customer, reports that they are unable to draw blood and product keeps pulling back air for cat 368652.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced insufficient blood flow. The following information was provided by the initial reporter. The customer stated: it was reported by the distributor on behalf on the customer that the tubes are drawing air and not drawing blood thus resulting in draw volume issue. Call activity comment: customer problem: distributor, on behalf of customer, reports that they are unable to draw blood and product keeps pulling back air for cat 368652.